Manufacturer narrative:
Additional information was received on 05-sep-2024. There were issues related to temperature and flow on the catheter, as charring on the tip of the catheter occurred and the catheter could not flow directly. The temperature sensor failed as it was high. The system stopped the ablation when any of the cut off values were exceeded. The generator parameters were power control mode, standard temperature and power cut-off settings. The patient was anticoagulated, with heparin-salted solution. During the procedure, the targeted act was constantly controlled to be above 300s. The patient exhibited any neurological symptoms since the procedure was completed. The physician does not consider that the clot was excessive. The physician possibly considered the amount of the clot observed caused a potential risk to this patient. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The average contact force was not greater than 25 grams. The irrigation rate used was 31w or higher with high flow rate of 15ml/min. Therefore, updated h6. Medical device problem code section. Added "insufficient cooling (a1003) and device contamination with body fluid (a180103). Removed "device sensing problem (a0709)". Also provided additional concomitant products. Therefore, updated d10. Concomitant medical products and therapy dates section. The investigation was completed on 06-sep-2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31337408l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter and observed clots on the catheter tip. The carto system displayed the error message catheter sensor error. After the cable was plugged in and unplugged and the cable was replaced, the error remained. Replacing the catheter resolved the error message. After removing the catheter, it was noticed that clots were visible on the catheter tip. The procedure was delayed 5 minutes. The procedure was completed successfully. There was no patient consequence reported. The catheter sensor error was assessed as non MDR reportable. The catheter can not be used and must be replaced. The clots on the catheter tip issue was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter. The carto system displayed the error message catheter sensor error. After the cable was plugged in and unplugged and the cable was replaced, the error remained. Replacing the catheter resolved the error message. After removing the catheter, it was noticed that clots were visible on the catheter tip. The procedure was delayed 5 minutes. The procedure was completed successfully. There was no patient consequence reported. Additional information was received. There were issues related to temperature and flow on the catheter, as charring on the tip of the catheter occurred and the catheter could not flow directly. The temperature sensor failed as it was high. The system stopped the ablation when any of the cut off values were exceeded. The biosense webster, inc. Product analysis lab received on 28-oct-2024 the device for evaluation and per the evaluation completion on 31-oct-2024 reddish material presumably blood was observed in the pebax section. A microscopic inspection revealed a separation between the pebax and the second electrode. Bwi became aware of the separation between the pebax and the second electrode on 31-oct-2024 and have also assessed this returned condition as reportable. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation, temperature and impedance test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed reddish material presumably blood in the pebax section. No char residues were observed. A microscopic inspection revealed a separation between the pebax and the second electrode. A temperature, impedance, and irrigation test were performed and the results were found within specifications. No temperature or irrigation issues were observed. Additionally, a microscopic inspection was performed on the tip and reddish material presumably blood was found partially occluding the irrigation holes in the dome section. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. Since reddish material presumably blood was observed occluding the irrigation holes this failure could be related to the high-temperature issue. No char was observed, however; the blood inside the pebax could be related to the char/ thrombus reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax condition was related to the manufacturing process, and the blood observed in the irrigation holes could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use states: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. In the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿clot¿ / ¿char¿ issues. In addition, biosense webster inc. Analysis finding of the ¿revealed reddish material presumably blood in the pebax section¿ / ¿a separation between the pebax and the second electrode¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿high temperature¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material presumably blood was found partially occluding the irrigation holes in the dome section¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿clot¿ / ¿char¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).